Event description:
Customer reports: the three-way valve is leaking and there is a crack in the plastic, causing the closed system to no longer consist. This led to air entering the pleural cavity.

Event description:
On 3/31/2022 additional information was received from the customer stating that after aspiration of air with the system, a sonography was performed and detected a pneumothorax. Afterwards, a gap / hole in the bottom of the 3-way-connector was detected. The device was changed to a suctioning, ¿water lock¿ system from another manufacturer until the next day.

Manufacturer narrative:
Section b5: describe event or problem - additional information was received from the customer on 3/31/2022. Section h6: health effect - impact code - additional information was received from the customer on 3/31/2022 therefore code # 4629 and 4639 have been added. <p>section b1: initially only product problem was selected in this section however, both adverse event and product problem should have been selected. Section b2: initially this section was left blank however, other serious should have been selected. Section h1: type of reportable event - initially selected as malfunction and should have been selected as serious injury. Section h6: health effect - clinical code initially was coded as: 4582 and should have been coded as 2012. Section h6: health effect - impact code initially was coded as: 2199 and should have been coded as 4614. After further review of the reported incident with medical safety clinicians, it has been determined that air in the pleural cavity is considered a serious adverse event (pneumothorax).

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A sample was not provided in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include a functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). There were two photographs submitted with the complaint that were reviewed by the investigation team. The condition reported is not visible in the photos. There was a highlighted figure in yellow that was thought to be the ¿crack¿ however after further information was received this line was identified as a drop of liquid and it was clarified that the reported condition is in the lower surface of the body of the three-way valve which is not visible in the photos. A supplier notification was sent along with the photos to the vendor of the part in reference for their investigation. The vendor has completed a DHR review for their lots 1046110185 and 1020109514 for the part. All product manufactured met the acceptance criteria and functional requirements. No issues were noted. From the sample photograph provided, the most likely root cause can be attributed to a damaged female luer taper and lock. Upon receipt of the stopcocks, they are inspected for any visual damage. During manufacturing, the device and stopcock valve is inspected again for any visual damage. A definitive root cause of the damage to the female luer taper and lock cannot be determined. Damage of this nature could occur during manufacturing, storage, or utilization in a surgical procedure. The vendor has reviewed the photograph provided by the customer with manufacturing personnel to heighten awareness of this issue. There is not enough information, and a formal corrective/preventative action (CAPA) will not be initiated at this time. Complaint trending will continue to be monitored and corrective actions will be evaluated if an increase of this failure mode occurs.